Event description:
It was reported that the cartridge was damaged, specifically at the cartridge pigtail where the adhesive failed between the pigtail tubing and cartridge. Despite the issue, the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller successfully changed the cartridge and resumed insulin therapy.